Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es full height cubie drawer multiple pockets were failed, and it was not detected on bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the full height cubie drawer with multiple pockets failed, and it was not detected on the bus. The field service engineer (fse) had confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issues of the device.